Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reported having several broken items and having trouble calibrating. Customer stated that the serter gets stuck. Customer's blood glucose reading at the time of the call was 48 mg/dl and has treated with food. No further information reported.